Manufacturer narrative:
(B)(6). Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when activating the safety device on an unspecified safety insulin syringe the needle fell off the syringe. There was no report of injury or medical interventions.